Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b5: it was reported that the internal hex healing collar screw loosened. The dr. Tightened the screw and the patient left the office. There was no report of patient injury. D4: expiration date: 01 jan 2020. D10: correction, no. G4: 04 june 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H3: yes. H4: 08 jan 2015. The reported device was not received for evaluation. The reported condition of a healing collar screw that loosened could not be confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported device lot for similar or related events and 1 other loosening complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the internal hex healing collar screw loosened the dr. Tightened the screw and the patient left the office. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that: the internal hex healing collar screw ((hc335) loosened the dr. Tightened the screw and the patient left the office. There was no report of patient injury.